Event description:
9 baxter engineer reported a pump with failure code 570:320. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.